Manufacturer narrative:
(B)(4). Date sent: 7/9/2024. D4: batch #434c00. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no reload present. Upon visual inspection, the manual override door was noted to be out of position; however, the lever bailout was damaged. The device was disassembled to verify the condition of the internal components and the lever bailout was damaged due to interaction with the cam bailout. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device opened and closed without any difficulties noted. It is possible that an outside the normal use force was applied on the lever bailout as it was pushed down once the device was bailout. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 434c00, and no non-conformances were identified.

Event description:
It was reported that during an lap colectomy procedure, it appears a lockout occurred. They used manual override to release the device. No additional information or consequences to the patient.